Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the implantable pulse generator (ipg). No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well with good coverage. The explanted ipg was retained by the medical facility and will not be returned.